Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device automatically rebooted without displaying any error or warning message prior to the reboot. The customer suspected a possible internal battery issue as the cause. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was rebooted and intermittently powered off. The field service engineer (fse) replaced the battery, and fse logged in to check system support and ran the hardware test application. Fse verified that the device was charging correctly and functioning properly. The system functioned as intended after the field service engineer (fse) resolved the issue.